Manufacturer narrative:
As the product remains in service, it will not be returned for analysis and boston scientific crm cannot confirm the clinical observation. There is no additional information related to this event available, or to the company at this time. If additional information becomes available, the report will be updated as necessary.

Event description:
Boston scientific crm received information that during memory review of the device (B)(4) return, our post market quality assurance laboratory confirmed a true out of range impedance measurement of greater than 2000 ohms for this right ventricular (rv) lead. The corresponding analysis results on the device confirmed that the device was functioning appropriately according to design specifications. It was previously reported clinically that high impedance measurements were observed since implant, but none had ever been out of range. With the information available and the corresponding device analysis, it is suspected that the high rv lead impedance measurement observed was likely related to the patient's condition.